Event description:
It was reported that after pv isolation (both left and right) of an afib procedure, ablation at the roof line was delivered. Subsequently, cavotricuspid isthmus (cti) block line which was ablated in the previous procedure was checked. Then the patient's blood pressure dropped to the 90's and cardiac depression was confirmed under fluoroscopy. Continuously, the pericardial effusion was confirmed under the transthoracic echocardiogram. Pericardiocentesis was performed and about 300ml of blood was drained. The procedure was completed after recovery of the blood pressure was stabilized. The patient had a clear sensorium and was in the hospital ward for follow-up. Physician was uncertain of the cause of cardiac tamponade, however, stated that the patient moved greatly during the procedure.

Manufacturer narrative:
The device history record was reviewed, and was verified that the device was manufactured in accordance with documented specification and procedures. Concomitant bwi products used during the procedure: lasso catheter (device was discarded by the customer/ not returned for investigation). Model #: d-1220-38-s, lot #.: 15549563l. Cristacath catheter (device was discarded by the customer/ not returned for investigation). Model #: d-1276-01-s, lot #.: 15563494m. Lasso catheter (device was discarded by the customer/ not returned for investigation) model #: d-1220-39-s, lot #.: 15542462l. (B)(4).